Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the surgeon reported that the unable to get no rotation recommended in the system due to this the intraocular lens was explanted in the left eye of a patient, after surgery. Following this, an unplanned vitrectomy was performed, and the intraocular lens exchanged. Additionally, the suture was placed at the incision site as well. There are multiple related reports for this facility. This report addresses the patient jc, left eye and other manufacturer reports will be filed.